Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 21, 2020. Device evaluation summary: according to the information reported the patient experienced a rupture of the breast implant. During visual evaluation of the device a tear measuring approximately 0.2 cm was found on the posterior view. Additionally, siltex cracking was observed on the edge of the rupture. The evaluation determined that the rupture is consistent with a siltex cracking rupture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 275cc mentor memorygel breast implant, lot #177356. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a 300cc mentor memorygel breast implant experienced right sided rupture with no trauma post procedure. The rupture was diagnosed through magnetic resonance imaging. As a result, bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed on (B)(6) 2020.